Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "the footswitch was not working" (device stops intermittently). The nurse reported the footswitch was not working during extrusion. Additional information received from the nurse stated that when depressing the footswitch a 'reflux' noise was heard and then the footswitch would not function. The footswitch was unplugged and plugged back to the system. The footswitch would work for a step or two before malfunctioning again. The surgeon was able to complete the case as planned. No patient injury was reported.

Manufacturer narrative:
The footswitch has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).